Event description:
It was reported that during backup battery installation a screw broke on the backup battery cover. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.